Event description:
The customer reported the image quality in the cine mode was unusable for vascular studies. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board, camera, and power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.